Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they met with the patient on the day of the report and the patient stated that group c covered all of her painful areas, but that she would like new groups a and b to give her better right lower back and hip coverage. The rep created new groups a and b and the patient was very pleased with the changes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's healthcare professional wanted the patient to be reprogrammed as they patient was not expressing as much benefit from therapy. The patient had 3 falls but stated that they did not have the ins on at the time of the falls. The patient did not want to meet with the rep before their next appointment on (B)(6). It was noted the issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the decreased benefit was unknown. The patient was reprogrammed and they were able to cover the painful areas without problem. The patient didn't have a problem with therapy after the reprogramming and was receiving adequate therapy.